Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's father reported that on occasions the keypad buttons have to be pressed multiple times for a response and on other occasions the buttons advance too quickly when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn off. The keypad buttons were intermittently responsive during testing and required excessive force in order to elicit a response. All of the keypad buttons were found not to have normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, moisture was found behind the display screen during a leak test and moisture was found inside the pump. The battery cap was also found to be grinding during testing; there was no damage found to the battery compartment threads.